Event description:
Failed right total hip, right total hip arthroplasty. Exploration of right total hip arthroplasty with exchange of femoral head due to excessive polyethyene wear and osteolysis around aceabulum. Revision of bearing surface and bone grafting to defects about acetabulum.